Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device stapled, but did not cut. Staple line was incomplete. Another instrument was used to complete the procedure with no reported pt consequence.